Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation findings: the visual inspection showed that the seal was out of the deployment tube and cracked. Other observations were that tension spring components are loaded inside the deployment tube and the plunger had been depressed. The reported failure mode was confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.